Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the back end of the insulin pump was cracked, and the device alarmed motor error. The blood glucose reading was 362mg/dl. Troubleshooting was performed. The caller stated that the drive support cap was protruded. The customer was disconnected from the insulin pump at time of call. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to cracked end cap.